Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that her daughter was experiencing an "er5" issue when attempting to test her blood glucose using the one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2011, at 3 pm. She stated that her daughter manages her diabetes with insulin (pump therapy) and due to the alleged issue denied making any changes to her usual treatment. The mother denied her daughter developing any symptoms due to the alleged issue. The reporter claimed 15 minutes prior to when the alleged issue began, the patient had obtained a result of "47 mg/dl" on the subject meter. In response to the low glucose result, on (B)(6) 2011, at 3 pm, the mother reported that her daughter was treated with food (gummy bears) by a health care professional (hcp). There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient was using the correct testing technique and good unexpired strips. However, the issue remained unresolved. Replacement products were sent to the patient. Although the patient was treated by a hcp due to the alleged reading, there is no indication that the reported issue caused or contributed to this serious injury. The patient denied developing any symptoms suggestive of hypoglycemia or hyperglycemia. In addition, the treatment received correlated with results the patient had previously obtained with the subject meter and there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (11/08/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter involved in this complaint failed testing. On (B)(6), 2011 the meter was found to have dirty spc pins and a low/ dead battery. On (B)(6), 2011 the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.